Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient fell and lost effective therapy with their scs system. Diagnostics showed the patient's lead migrated. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received wherein the lead were explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.